Event description:
It was reported that during a port placement procedure, the device allegedly unable to aspirate and leakage of saline solution was found from the hub. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluation were performed. The investigation is confirmed for the reported suction problem, fluid leak and the identified fracture issue as a multiple cracks were observed on the introducer needle hub and leaks from multiple cracks were noted on the needle hub. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3. H11: e1, h6(device, result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiration date: 12/2022.

Event description:
It was reported that during a port placement procedure, the device allegedly unable to aspirate and leakage of saline solution was found from the hub. There was no reported patient injury.